Manufacturer narrative:
Patient weight not available from the site. Other relevant device(s) are: product ID: 9735737, serial/lot #: version (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, a 2-3 millimeter lateral imprecision was observed when touching the outer canthus of the eye compared to the position on the skin. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the inaccuracy was 3-4 millimeters. The surgeon proceeded with the case "as is". It was noted it was accurate enough at the point of interest that the surgeon was able to complete the procedure without re-registering.

Manufacturer narrative:
Additional information: a software analysis was initiated through log analysis. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.